Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for complaint: "21 g infusion sets were recently replaced with a more readily available set and they are not sufficient for performing the procedures we use them for. They are somewhat flimsy and unstable and are a safety issue".

Event description:
Sales representative reported on behalf of healthcare professional, "21 g infusion sets were recently replaced with a more readily available set and they are not sufficient for performing the procedures we use them for. They are somewhat flimsy and unstable and are a safety issue". This record is for unknown side. Device status is unknown.

Manufacturer narrative:
After additional review, it has been determined that abbvie is not responsible for reporting on this product. Reporting is the responsibility of b. Braun medical who has been notified of this complaint. Additional, corrected and/or changed data: h.2, h.6, h.11.

Event description:
Sales representative reported on behalf of healthcare professional, "21 g infusion sets were recently replaced with a more readily available set and they are not sufficient for performing the procedures we use them for. They are somewhat flimsy and unstable and are a safety issue". This record is for unknown side. Device status is unknown.